Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon commented that components were malaligned and potentially loose. Wanted to revise components.

Manufacturer narrative:
An event regarding malposition of a scorpio baseplate was reported. The event was confirmed via x-rays. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: an obvious finding in this case with very limited information is the presence of component malposition. There is a varus deformity of the baseplate of some 9° where a normal knee or a replaced knee require some 6° - 7° of physiological valgus angle to provide a balanced leg where centres of hip, knee and ankle are in line. Component malposition with varus deformity across the knee, excessive posterior tibial slope plus retention of osteophytes in combination with suboptimal cementation technique of the baseplate has contributed to overload causing baseplate loosening with osteolysis and quite likely instability representing an indication for the revision surgery. Conclusions: the reported event relates to malposition of the scorpio tibia. Review of the provided x-rays provided indicated that component malposition with varus deformity across the knee, excessive posterior tibial slope plus retention of osteophytes in combination with suboptimal cementation technique of the baseplate has contributed to overload causing baseplate loosening with osteolysis and quite likely instability representing an indication for the revision surgery. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon commented that components were malaligned and potentially loose. Wanted to revise components.